Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced bacterial peritonitis manifested by abdominal pain and malaise. The cause of peritonitis was a break in aseptic technique. On (B)(6) 2014, the patient (pt) began treatment with vancomycin (1gram, every 5 days, ip-intraperitoneally) and ceftazidime (1gram, daily ip) for peritonitis. On (B)(6) 2014, treatment with ceftazidime was discontinued. Treatment with vancomycin was discontinued after 21 days. On an unreported date, the pt was retrained in aseptic procedure for performing peritoneal dialysis (pd) therapy. Additional information indicates the cause of this peritonitis event was related to use error/break in aseptic technique, etc. However, the devices involved in the incident were unknown. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with intraperitoneal (ip) ceftazidime (dose and frequency not reported) and (ip) vancomycin every 5 days for 21 days (dose not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.